Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while not wearing the lifevest. The patient had not been wearing the lifevest since (B)(6) 2018. The patient reportedly had a rash prior to wearing the lifevest and the lifevest made it worse. The patient was admitted to the hospital for cardiac related illness and did not plan to place the lifevest back on until he was discharged from the hospital. The patient passed away prior to be discharged. The cause of death is unknown.